Event description:
It was reported through a service report that the legs would not retract while being loaded into the ambulance with a patient onboard. No adverse consequences or injuries were reported.